Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test, o2 sensor test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description and service report. Unfortunately, device logs have been not available for the further analyze of the issue. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the following tests failed: pressure transducer test, internal leakage test (with message "system volume too small"), flow transducer test and o2 sensor test. The air gas module was detected as faulty and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure, defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.